Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Did the jaws of the device open off of the tissue? No, device did not open. He wiggled it off tissue. Were the jaws of the device in the closed position when the device was removed? Yes.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the stapler fired across the appendix. It was reported that the jaws would not open after four strokes of the trigger. The doctor then proceeded to use the red button to reverse the knife and open the stapler jaws. The jaws did not open. He then proceeded to wiggle the tip of the stapler off tissue and it came off and was removed out of the patient with no consequences. The tech proceeded to manipulate the stapler and as he was manipulating he heard a crack of plastic. No further devices were needed to complete procedure.

Manufacturer narrative:
(B)(4). Jammed knife. The analysis results showed that one reload was received unfired. The returned reload was loaded into a test device and functionality. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.